Manufacturer narrative:
(B)(4). The customer returned one weck vista access balloon port for investigation. The returned sample was visually examined with and without magnification. Visual examination of the balloon revealed that the balloon appears to have been cut. The balloon material is separated cleanly in a straight line parallel to the cannula. The device appears used as biological material can be seen on the balloon and cannula. No other defects or anomalies were observed. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time. The evidence of use and the damage observed indicate that operational context caused or contributed to this event. All balloon ports are 100% inspected for inflation during the inspection process. It is other remarks: unlikely that this type of damage would have been present at manufacturing. The reported complaint of a broken balloon tip during use was confirmed based upon the sample received. The balloon on the sample received was confirmed to have a leak as the material appears to have been cut. All balloon ports are 100% inspected for inflation during the inspection process. It is unlikely that this type of damage would have been present at the time of manufacturing. A device history record review was performed with no evidence to suggest a manufacturing related cause. The device returned was used. Therefore, based upon the condition of the sample received and the time of discovery, operational context caused or contributed to this event.

Event description:
Reported event: when the trocar was inserted the balloon was broken. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot #73a1600478 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: when the trocar was inserted the balloon was broken. The patient's condition was reported as fine.